Manufacturer narrative:
As reported, patient experienced severe pain at the site of the prosthesis and skin very sensitive to friction with burning sensations all over the body post implant of bard soft pre-shaped mesh. The patient has received treatment by a pain specialist, with local treatment using qutenza-type compresses. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. Pain is listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported via ansm n° (B)(4): as reported the patient underwent implant of bard soft pre-shaped mesh on (B)(6) 2024 during a right sided inguinal hernia repair. Date of occurrence: (B)(6) 2024. As per the surgical report dated (B)(6) 2024: direct right inguinal hernia repair with plate using direct approach according to lichtenstein. Indication: for a right inguinal hernia, developing over several weeks, which has become symptomatic and bothersome. Explanation of benefits/risks. Indication for treatment involving the fitting of a prosthesis. Procedure: type of anesthesia: ga - ml position: dd. Antiseptic wash: betadine and draping. Right inguinal incision. Opening of the external oblique aponeurosis in the direction of the fibers up to the superficial inguinal orifice. Dissection of the two aponeurotic flaps. Resection of the cremaster after ligation with vicryl. Placement of the cord on lacs. Exploration reveals a direct inguinal hernia measuring 7 cm. Resection of a preperitoneal lipoma measuring 7 cm using polysorb 3/0. Dissection beyond the deep inguinal ring to free the vital elements of the cord. Resection of the ilioinguinal nerve after infiltration with chirocaine. Resection of the sac followed by closure with vicryl 3/0 mattress sutures. Parietal repair using an 11 x 6 cm pre-shaped bard soft mesh, fenestrated at the level of the spermatic cord and fixed with a pds 2.0 running suture downwards and separate stitches upwards. Aponeurotic closure in front of the cord using a pds 2.0 overlock stitch to calibrate the superficial inguinal orifice. Infiltration of the incision with chirocaine. Absorbable sutures under the skin and intradermally. Dressing. Current patient condition: severe pain at the site of the prosthesis and skin very sensitive to friction with burning sensations all over the body since the operation. Treatment by a pain specialist, with local treatment using qutenza-type compresses, but with no real change. Actions taken in the healthcare facility for patient care: (B)(6).

Event description:
As reported via ansm n° r2604211: as reported the patient underwent implant of bard soft pre-shaped mesh on (B)(6)-2024 during a right sided inguinal hernia repair. Date of occurrence: (B)(6)2024. As per the surgical report dated (B)(6)2024: direct right inguinal hernia repair with plate using direct approach according to lichtenstein. Indication: for a right inguinal hernia, developing over several weeks, which has become symptomatic and bothersome. Explanation of benefits/risks. Indication for treatment involving the fitting of a prosthesis. Procedure: type of anesthesia: ga - ml position: dd antiseptic wash: betadine and draping. Right inguinal incision. Opening of the external oblique aponeurosis in the direction of the fibers up to the superficial inguinal orifice. Dissection of the two aponeurotic flaps. Resection of the cremaster after ligation with vicryl. Placement of the cord on lacs. Exploration reveals a direct inguinal hernia measuring 7 cm. Resection of a preperitoneal lipoma measuring 7 cm using polysorb 3/0. Dissection beyond the deep inguinal ring to free the vital elements of the cord. Resection of the ilioinguinal nerve after infiltration with chirocaine. Resection of the sac followed by closure with vicryl 3/0 mattress sutures. Parietal repair using an 11 x 6 cm pre-shaped bard soft mesh, fenestrated at the level of the spermatic cord and fixed with a pds 2.0 running suture downwards and separate stitches upwards. Aponeurotic closure in front of the cord using a pds 2.0 overlock stitch to calibrate the superficial inguinal orifice. Infiltration of the incision with chirocaine. Absorbable sutures under the skin and intradermally. Dressing. Current patient condition: severe pain at the site of the prosthesis and skin very sensitive to friction with burning sensations all over the body since the operation. Treatment by a pain specialist, with local treatment using qutenza-type compresses, but with no real change. Actions taken in the healthcare facility for patient care: nr.

Manufacturer narrative:
As reported, patient experienced severe pain at the site of the prosthesis and skin very sensitive to friction with burning sensations all over the body post implant of bard soft pre-shaped mesh. The patient has received treatment by a pain specialist, with local treatment using qutenza-type compresses. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. Pain is listed in the adverse reactions section of the instructions-for-use supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR submitted to document the additional information (product identifiers) provided. A review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Updated fields: b4, b7, d4 (catalog no., lot no., UDI, expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.